Event description:
It was reported that, "as the physician was drilling through the femoral sizer, the drill bit broke where the threads (flutes) stopped. The broken section was removed from distal femur, and procedure proceeded as usual."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.